Manufacturer narrative:
The tech removed, cleaned, degreased and reinstalled the hi low brake drum assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the bed drifts down when lowered. No injury reported.